Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error, unexpected restart alarm and moisture damage on the insulin pump. The customer's blood glucose was unknown. The customer stated that she went into the pool with her pump on accident. The customer stated that there is fluid under the lcd display. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm occurred shortly after inserting a new battery. The customer stated that it is difficult to put the battery cap on the pump. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. We were unable to verify unresponsive button and unexpected restart alarm due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. The test battery cap fit with battery tube threads.